Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen does not work. The customer's blood glucose reading was 115 mg/dl at the time of incident. Troubleshooting found that the display screen flashes a red light up to 30 minutes after the battery is removed. Troubleshooting also found that the display did not revert to normal after a new battery was installed. Customer will be contacted in the next few hours regarding a replacement pump.